Manufacturer narrative:
The investigation is ongoing. Valleylab is also attempting to gather treatment and outcome info on the pt. When the investigation is complete, and if additional info becomes available we will submit a follow-up report.

Event description:
The report stated that after several radio frequency ablations during the procedure, a burn was found on the pt's right thigh, where the cord of return electrode meets the pad in the return electrode assembly. It was 2cm x 1cm and 3rd degree burn. The first ablation was 90w for 3 minutes, the second 120w for 3 minutes, the third 120w for 2 minutes and the last 120w for 3 minutes.